Manufacturer narrative:
Patient (B)(6). This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prodisc-c clinical study patient (B)(6) was implanted with an anterior cervical discectomy and fusion (acdf) implant at c5-c6 on (B)(6) 2004. No complications were noted during surgery. Patient was discharged on (B)(6) 2004. Study was completed on (B)(6) 2013. The following complications were noted (date reported, event, intervention, status): (B)(6) 2007: unanticipated severe neck and upper extremity pain intervention: surgery to be scheduled on (B)(6) 2007 status: ongoing. On (B)(6) 2007: unanticipated severe surgery at c6-7. Plate was removed. Intervention: removed implant acf and removed of plate status: resolved. On (B)(6) 2008: unanticipated moderate increased neck pain intervention: patient to get computed tomography status: ongoing. On (B)(6) 2009: unanticipated severe revision c6-c7 anterior cervical discectomy c4-c5 intervention: revision surgery status: ongoing. On (B)(6) 2010: anticipated moderate dysphagia intervention: patient to make appointment with ears, nose, throat for examination status: ongoing. On (B)(6) 2010: unanticipated moderate right shoulder and trapezius muscle pain, numbness bilateral upper extremity (bue) right greater than left intervention: patient to get electromyography status: ongoing. On (B)(6) 2010: anticipated severe neck pain with evidence of pseudoarthrosis at c6-c7 (index level is c5-c6) intervention: patient underwent posterior cervical fusion c5-c7 status: resolved. On (B)(6) 2011: anticipated moderate neck spasms secondary to posterior cervical fusion intervention: patient has increasing neck spasms secondary to posterior cervical fusion status: ongoing. This report is for adverse event: (B)(6) 2010 anticipated severe neck pain with evidence of pseudoarthrosis at c6-c7 (index level is c5-c6). Action required: hospitalization with surgery. Course of action: patient underwent a posterior cervical fusion c5-7. Implant involvement: patient was randomized to acdf. Related to surgery: definitely. Patient has a pseudoarthrosis. Related to implant: definitely not. Level is adjacent to index level fusion. Current state of event: resolved. Patient out of hospital and recovering. This report is for an unknown acdf device. This is report 3 of 4 for (B)(4).